Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during evaluation at the end of an implantable cardioverter defibrillator (ICD) implant procedure, a small deflection was observed on the ventricular channel prior to the qrs complex, which was intermittently marked as both premature ventricular contractions (pvc) and ventricular sensed (vs) events. It was noted that this signal was not observed on the shock channel. Subsequent interrogation demonstrated that the deflection decreased in amplitude and was no longer present when the patient changed position. Technical services (ts) reviewed the available information and indicated that the observed behavior was most likely associated with air within the seal plug, which is expected to resolve over time. It was further reported from the field that no patient symptoms or clinical impact were identified, and no additional deflections were observed on subsequent evaluation. This ICD remains in service. No adverse patient effects were reported.